Manufacturer narrative:
Complaint is confirmed. Upon evaluation, it was noted that the loop of one of the sutures is smaller and frayed making it unable to be converted. The other suture has no problem found. The inserters have no issues. The cause of this condition is user error. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a bankart surgery the device could not be pulled through and was then torn out. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.